Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an abdominal aortic aneurysm repair, when the les wire was placed through the performer introducer at the leg (unspecified), the valve does not adapt to it and it loses blood drop by drop. No additional action was taken. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the drawings, manufacturing instructions, quality control, and visual inspection/functional testing of the returned device was conducted during the investigation. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. A performer introducer sheath was returned with an inserted dilator. Biomatter was found to be present on the distal end of the dilator. Two slight indentions were noted on the sheath tubing measuring 6cm and 7.4 cm from the proximal fitting. The stopcock was found to be missing the pfllp-100, therefore the device leaked through the stopcock when tested. The stopcock was removed and the device was leak tested again (sheath tung was occluded with hemostats). Leakage was noted at the connecting tube attachment site (falling drops of water) and leakage was detected through the center of the silicone disc (water sprayed out from the disc in a stream). Visual inspection of the silicone disc revealed that a tear was present. Also, it was observed that the slit intersection appears to be off-center. The slit intersection being off-center would have caused the tear in the silicone disc when attempting to insert the dilator, hence causing the leakage. The root cause was determined to be manufacturing related. Due to no lot number provided, retraining of the responsible personnel cannot be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.